Event description:
The reporter states that the pt was tested and a 453 mg/dl and 214 mg/dl were obtained on the accu-chek inform system. A lab result of 75 mg/dl was also obtained. All results were obtained within a ten minute timeframe. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.